Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The chronic total occlusion (cto) was located in the moderately tortuous and calcified left common iliac artery. The 5.0 x 20mm sterling over-the-wire (otw) balloon catheter was being used for pre-dilation, however, the balloon ruptured on the first inflation at "about 10 atms." The sterling balloon catheter was removed without difficulty, intact, from the pt. The pre-dilation was successfully completed with a 5 x 20mm wanda balloon catheter, the atms and number of inflations is unk. A 7 x 37mm express ld stent was successfully implanted. The procedure was successfully completed with a 7 x 20mm ultrathin diamond (utd) balloon catheter used to post-dilate the stent. No pt injury or complications were reported. The pt's condition was reported as "good."

Manufacturer narrative:
(B)(6). (B)(4).